Manufacturer narrative:
H6: code 3233 updated to 3221. Device was not returned for evaluation, no findings were possible. H6: code 11 updated to 4315.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths (dsfs). Patient¿s pre-operative medical history included right unilateral nephrectomy. The implantation of devices was completed without any problems. After the physician removed a dsf1433 from the patient, he attempted to close the right access site using perclose proglides; however, bleeding from the right femoral artery did not stop. Vital signs did not change. The physician pressurized the site to stop bleeding and the dsf1433 was inserted again. A surgical repair was performed to close the access site. The patient tolerated the procedure. The reporting physician commented as follows: when the dsf1433 was removed, a torn was noted on the sheath. A suture of the perclose was possibly caught in the torn of the sheath edge and cut. This might have been caused because of unideal insertion angle.